Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set cracked which resulted in fluid leakage. This occurred during use of peritoneal dialysis therapy. The transfer set was used for two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a damaged/cracked mainbody. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the returned minicap. The sample was retested with an in-lab minicap with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.